Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the teflon sheath into the patient's left femoral artery. Upon advancing the iab into the sheath, the iab became stuck. As a result, the iab was removed with the sheath in one unit. A competitors yamato's 40 cc catheter and sheath were inserted into the same insertion site and used without issue successfully. There was no report of patient death, complications or injury. The patient outcome is good.